Event description:
I was called to provide anesthesia service for an emergency surgery (B)(6) 2012. During machine check of the aespire anesthesia machine, a ge product, the breathing circuit was found to have a leak rendering it unusable. The source of the leak is not visible on external inspection and the machine/circuit must be taken apart to identify the problem. On inspection, the problem was a separation of a glued seam in the flow transducer part number 1503-3856-000. This event, in a non emergent situation has also happened to me with part number 1503-3856-0000. The first time this happened with this machine, ge was the service provider for our facility and the problem was brought to their attention. They informed me the glue was the problem and they had changed the process for sealing the seam and the problem would not occur any more with new parts. Currently, the service provider is (B)(4). They told me this is an ongoing problem with this equipment and instructed me on how to report the problem to you. This could be a life threatening problem if it occurs with a case in progress as it would render the ventilator and breathing circuit unusable without taking the machine apart. This is a life support system for pts under general anesthesia that cannot breath independently. All providers are responsible to have a backup bag valve mask or circuit immediately available, but a backup circuit would not resolve this problem as it is inside the machine. A bag valve mask could resolve the ventilation problem but would require the provider to change the anesthesia plan to a total IV technique during the procedure as the anesthesia gas cannot be used with a bag valve mask.